Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oekg, there was the possibility that the fan failure was attributed to the aging deterioration of the fan or the electrical components to control the fan, due to repeatedly use for a long-term use because more than seven years had passed from the subject device had been manufactured and installed. And, there was the possibility that the front panel lighting failure was attributed to the notification of operation error due to the fan failure and the overheating inside of the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device, the fan of the subject device did not function. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus europa se & co. Kg (oekg) checked the subject device and it was found that the reported phenomenon was duplicated due to the failure of the fan, and also found that the front panel lighting failure.